Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and the reported device damaged another device appears to be due to procedural circumstances/ user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip interacting with the implanted clip. It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The first clip (91121u243) was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve (91121u383). The second clip interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was implanted stabilizing the slda clip. Two additional clips were implanted further reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.